Event description:
On (B)(6) 2013, it was reported that the patient's infusion device began to make a sound and then the buttons on the device would not function. She stated that the device did not display any alarms. After changing the battery the device displayed e7 (electronic error). She attempted to change the insulin cartridge but the piston rod would not move and the buttons continued to be non-functional. The patient switched to insulin injections. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroyed the pump electronics. The resulting short circuit damaged the pump electronics and led to several e7 error messages. The pump could not operate anymore also rewind and priming the piston rod are no longer possible. The problem mentioned by the customer is related to mishandling of the product by the customer.